Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) small volume folfusors underinfused during infusion. The issue was described as, the pump had not completely emptied for the same patient twice after 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between september 6-10, 2024. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed fluid inside the device's bladder which suggested possible under infusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.